Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent solution on (B)(6) 2022. The consumer reportedly inserted the swab inside test and rotated in extraction reagent solution, removed the swab from the test card, inserted the swab into their nostrils, and then inserted the swab back into the test card. The consumer confirmed that they had no effects from the reagent and was feeling fine. The consumer was advised to wash area with an abundant amount of water.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use-device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent solution on 24nov2022. The consumer reportedly inserted the swab inside test and rotated in extraction reagent solution, removed the swab from the test card, inserted the swab into their nostrils, and then inserted the swab back into the test card. The consumer confirmed that they had no effects from the reagent and was feeling fine. The consumer was advised to wash area with an abundant amount of water.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet (sds) and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained. H3 other text : single use-device discarded.